Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported his sensor readings are inaccurate sometimes, causing his insulin pump to go into a false threshold suspended model customer stated the issue last occurred two to three weeks ago. During the call, customer received a calibration error. His sensor reading was 223 mg/dl with arrows pointing down, but his blood glucose was actually 56 mg/dl. Customer treated with glucose tablets. Customer was advised of the differences between sensor readings and blood glucose. He was educated on proper sensor insertion and calibration methods. Nothing further reported.